Event description:
As mentioned previously on MFR report #1644487-2011-00865, the vns pt was said to have vocal cord dysfunction (vcd) recently by her physician. The pt's surgeon treated the pt's vcd by radiesse injections to the vocal cord, and now her voice is doing "much better." Add'l info was rec'd that stated the vcd had occurred at the time of the implant surgery in 2009 and it was not related to stimulation. The left vocal cord had been affected by the vcd, no medication changes preceded the vcd, and the pt did not have a history of the event prior to vns. The pt's neurologist, however, had been contacted after implantation regarding a report of the pt's losing her voice - he stated the event had not been related to vns. All other investigational findings will be covered in the above mentioned MFR report.